Event description:
It was reported that the ventilator failed the o2 sensor test and flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported gas module was returned for investigation. Visual inspection concluded that there was contamination caused by a liquid spill on the one pc-board inside located in the gas module. Microscopic inspection also confirmed that there was a spillage of liquid with the consequence of potential short-circuit. Our conclusion regarding the reported matter is, that the cause for the event was in relation to the spillage of liquid on the circuit boards, which had led to a temporary short-circuit and generation of the reported failures during the pre-use checks tests (puc). Unexpected spillage of liquid (user error) on the control printed-circuit board (pcb) may result in a short-circuit and cause a stoppage of ventilation if the liquid spill were to occur during on-going ventilation. The device was manufactured in 2014 and has an ingress protection degree due to applicable requirements at that time.

Event description:
This is a follow-up report 2 for a previously received initial and follow-up 1 report that were delivered on paper. The original manufacturer report # for the initial and follow-up 1 report was 8010042-2015-00304. The original date of this report for the initial MDR received on paper was (B)(6) 2015. (B)(4).

Manufacturer narrative:
The reported gas supply test failure during pre-use check, was according to information from our service engineer caused by a defective oxygen-gas module. The oxygen-gas module or the device log files has not been received, despite of several requests. A defective oxygen-gas module with the reported symptom, may lead to that the set oxygen concentration is not delivered (lower or higher than set value). The root cause of why the oxygen-gas module failed has not been determined, due to lack of return of goods.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.